Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2002 the patient underwent the npa exposure and closure of the abdomen for a diskectomy to treat the lumbosacral l4-5 degenerative disk disease. On (B)(6) 2002 the patient underwent the anterior lumbar interbody fusion, l4-l5, using lt cage and allograft along with "rhbmp-2" (bone morphogenic protein) and autologous growth factor. Op-notes: after removal of the disc, the space was now prepared for two titanium cages into the space. The lt system of the anterior lumbar interbody cages was used. The cages were approximately 23mm in depth and they were countersunk in position after completing the discectomy using the standard tools provided by the company. The cages were filled with allograft and rhbmp-2 as well as autologous growth factor. Rhbmp-2 was bone morphogenic protein. After placement of the cages, the wound was irrigated with antibiotic solution and was subsequently closed after hemostasis was achieved. The patient tolerated the procedure well. Patient alleges unspecified injury due to the use of rhbmp-2